Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and micro analysis was performed which identified: striated broken and crease fold. Base on the device analysis the final assessment is: a striated edge broken assessed as a surgical damage consist in the use of some surgical tool.

Event description:
Physician reported rupture. This record is for left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture. This record is for left side. The device has been explanted.